Event description:
On (B)(6) 2012, the patient contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly pushed out all of the insulin out of the cartridge. The issue reportedly occurred several times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history indicated one "no cartridge detected" warning. During testing, the pump failed to detect the cartridge during the load step. The pump emitted a "no cartridge detected" warning. The force sensor calibration was not able be to done due the "load" step failure. The pump was opened, and a shifted component was found on the printed circuit board (pcb). No other damage was found to the force sensor circuit. Correction/removal reporting number :2531779-03/24/2010-003-r. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.